Event description:
During a right shoulder arthroscopy an endoscopic camera broke. The pt was not injured however, surgery was delayed 15-25 minutes until a second set-up could be sterilized and dried.